Event description:
Rn gave patient medication in the early am. Rn reported that pt was in his usual mental state (alert and oriented, and not attempting to get out of bed). Aproximately 1.5 hours later, the rn walked into the room, and found the patient's head between the side rail and the mattress, and his body hanging out of the bed. The staff dislodged the patient's head, and lowered him to the floor. The patient was unresponsive and pulseless.the patient was placed back into the bed. A code was called, and acls protocol was followed. The patient's fsbs (finger stick blood sugar) was 39 at the beginning of the code.what was the original intended procedure?activity orders: bed rest.